Event description:
On (B)(6) 2014, a reporter from a pharmacy contacted lifescan (lfs) (B)(4) alleging the lay user/patient¿s one touch ultraeasy meter was displaying an error (unknown) message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated the alleged issue started ¿several days¿ ago. The patient manages his diabetes with insulin (novorapid, 8 units) and continued with his usual dose of medication in response to the alleged issue. On (B)(6) 2014 at 9:00 am, the reporter stated that the patient developed symptoms of ¿felt like passing out¿. The patient¿s wife called emergency medical services (ems) and when they arrived, tested the patients¿ blood glucose and obtained a result of ¿3.0 mmol/l¿ with the ems meter. The reporter confirmed that the patient did not receive any treatment from ems. At 1:00 pm that same day, the patient went into his doctor¿s office for a visit and his blood glucose was tested and obtained a result of ¿23.0 mmol/l¿ with the doctor¿s/clinic meter. The patient was given his usual dose of insulin (novorapid, 8 units) by his health care professional (hcp). At the time of troubleshooting, the reporter did not have any of the testing supplies at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.